Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique, fever, and peritonitis in a patient (B)(6) coincident with dianeal, unknown, ultrabag therapy. On (B)(6) 2010, the patient began receiving dianeal, unknown, ultrabag (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unspecified date, the patient experienced break in aseptic technique. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain, cloudy effluent, and fever (onset date of fever not reported) and was subsequently admitted to a hospital. The patient received unspecified antibiotics for the treatment of peritonitis. By the time of reporting, the event of peritonitis was resolving. The outcome of the events of break in aseptic technique and fever was not reported. Dianeal ultrabag therapy was continued with dose unspecified. Concomitant medications were not reported. The event of peritonitis was assessed as unrelated to dianeal therapy. A causality assessment was not provided for the events of break in aseptic technique and fever in relation to dianeal ultrabag therapy .

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.